Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor alarmed change sensor alarm. Customer woke up to high blood glucose of 500 mg/dl. No troubleshooting was done on high blood glucose and insulin pump. The customer did not mention any forms of treatment for the high blood glucose. The insulin pump will not be returned for analysis.